Event description:
It was reported that the 2800 systems table lateral movement was not functioning. No patient injury was reported.

Manufacturer narrative:
A ge service representative was contacted and advised of this problem. After system rebooting the problem was resolved with no further reports from the facility. Based on facility information the system is currently functioning as intended.